Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. Prior to use on the patient, the suture broke off from the needle. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. It was found that one of the needles had thin walls and a crack was noted inside of the hole and at the edge of the hole.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.